Event description:
The lay user/patient in (B)(6) reported blood glucose values of "77mg/dl" with the subject meter and "115mg/dl" with another meter (ot vita) performed within 30 minutes. There was no injury associated with this issue, however this complaint is being reported becuase the subject device did not meet lfs's accuracy criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.